Event description:
The article, severe obesity and left ventricular assist device, presented the case study of a 39-year-old male who underwent lvad heart mate iii implantation with planned temporary centrimag rv assist device (rvad). Past medical history included long standing biventricular dysfunction, left ventricular ejection fraction of <20 % and bmi of 60, atrial fibrillation with rapid ventricular rates, acute kidney injury and hepatic congestion. Right heart catheterization showed elevated filling pressures and low cardiac index1.4l/min/m2. The patient¿s post operative course was complicated by prolonged ventilator requirement, inotropic support, temporary dialysis and mediastinal washout and exploration due to bleeding. It was later communicated that the source of the bleeding was hemopericardium 5 days post implant and was resolved surgically.

Manufacturer narrative:
(B)(6) medical center singla, a. K. (2025). Severe obesity and left ventricular assist device. The journal of heart and lung transplantation. Volume: 44, issue 4. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.